Manufacturer narrative:
On analysis of the returned device it was noted that "the specimen presents scraped ptfe coating on the core wire in the damaged distal tip j-formed region and in the vicinity of the proximal end of the guidewire coil". The area of coating damage is at the proximal end of the wire, which does not enter the patient, however, there is a possibility of particulate entering the patient if the catheter were to be advanced over the wire after the damage had been incurred.

Event description:
A (B)(6) years old female patient hospitalised for a cardiac decomposition. At the procedure ending the operator had difficulties withdrawing the guide from the radial artery due to a circle appearance at the level of the guide's distal end. Clinical consequences noticed: no clinical consequences for the patient, only a time lengthening of the patient care and a risk of vascular injury at the guide removal. Conservative measures taken: the device is available for analysis.

Manufacturer narrative:
As a result of an internal audit it was noted that the device code was missing the device code for fracture and also tho conclusion code was blank. Completing an updated report to include these code.

Event description:
A (B)(6) female patient hospitalised for a cardiac decomposition. At the procedure ending the operator had difficulties withdrawing the guide from the radial artery due to a circle appearance at the level of the guide's distal end. Clinical consequences noticed: no clinical consequences for the patient, only a time lengthening of the patient care and a risk of vascular injury at the guide removal. Conservative measures taken: the device is available for analysis.